Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual examination of the returned device noted a shaft polymer extrusion break located approximately 60mm distal from the tip of the stent delivery system. Further examination of the device noted that the shaft was kinked at various intervals along its entire length. This type of damage is consistent with a restriction occurring during insertion. Further examination also found a considerable quantity of contrast media inside the inflation lumen. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system (sds) had difficulty crossing the target lesion. The 2.25 x 28mm promus element sds was introduced to treat an unspecified target lesion but had difficulty crossing the lesion, "possibly on the platform." The procedure was completed with another of the same device and the patient is stable. However, device analysis revealed a shaft break.